Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available. A 2-yr review of the complaint history reveals no other reports have been rec'd for this serial number for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:04. The failure code was reported to have occurred before use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. No add'l info available.